Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Please note that have been corrected at this time due to the receipt of new event information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s lead was replaced due to being not optimally placed and the patient experiencing poor symptom control. The patient had consistently reported poor symptom control following implant of her first lead and reported even further poor symptom deterioration as the ins was nearing the elective replacement indicator (eri). Prior to lead replacement the patient required high voltages of up to 5.5 v and had a ¿low¿ battery indicator and sharp stimulation. It was noted the lead was replaced and though the ins battery was noted to be declining, it was not initially replaced. It was stated the manufacturer representative involved did not consider the ins to be faulty, just to have a depleting battery. It was noted the estimated battery longevity was initially misinterpreted due to the two different leads that were connected to it: the first requiring an increased voltage and the second requiring much lower voltages. Following lead replacement, the patient reported no improvement in her symptoms. The battery was subsequently replaced and the patient had consistently reported excellent symptom improvement afterward. The patient reported a ¿vast improvement in all¿ of her ¿symptoms¿ and that she felt ¿like a new woman¿ since her battery was replaced. The patient experienced no leakage, voiding only twice per night compared to ¿constant leakage,¿ voiding four to five times per day compared to ¿constant leakage,¿ a normal warning rating of one instead of no warning, and only using one pad per day (which was dry, but worn for security) compared to 20 pads per day. The issues were stated to be ¿due to sub optimal lead placement plus battery decline.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s lead was replaced; however, the reason for replacement was unknown. It was noted that prior to replacement the lead was used with ¿extremely high voltages¿ of 6.8 v and that the replacement lead only required ¿markedly reduced voltages¿ of ¿under 1 v.¿ the patient¿s implantable neurostimulator (ins) remained unchanged. An ins battery tested noted the battery was ¿ok¿ at the time of report. No further event information was reported; there were no further complications reported or anticipated.